Manufacturer narrative:
As part of the investigation process, on 2016-09-20, the electronic data from the AED was reviewed, and during that review, it appears that the AED was unable to discharge the high voltage capacitor either externally (shock the test equipment) or internally (safety/test discharge) - hence the reason for this MDR. Based on this review, the AED and battery pack were requested to be returned for further examination. To date, no items have been received. The investigation is currently on-going and no root cause is known.

Event description:
On 2016-09-16, an international distributor reported that during simulator testing of the AED, the unit would not shock. It was reported that this did not occur during patient use.

Manufacturer narrative:
Opened the AED, inserted a test battery pack, ran an AED manual self-test and the unit passed. Connected the AED to an analyzer and ran three shock tests for which each passed. Inspected circuit boards for un-soldered / damaged components and wires for proper connection and all were ok. Reconnected AED to analyzer and while running another shock test, the unit analyzed, charged, and when the shock button was pressed, the high voltage circuit failed which resulted in damage of multiple components in the high voltage circuit. Inspection of the high voltage circuit showed no un-soldered components or evidence of arching. Due to the damage the unit sustained during testing we are unable to determine the root cause.